Event description:
A malfunction alarm was reported, identified as malf 24, with a non-resettable error indicated. There was no adverse impact to the customer's blood glucose level, as the levels did not exceed 500 mg/dl. The issue led to the replacement of the pump, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Tandem technical support sent a replacement pump, provided instructions on storing and returning the faulty pump, and ensured all necessary details for resolving the situation were communicated and understood by the customer.